Event description:
It was reported at implant attempt, interference was noted and the r-wave measurement was difficult. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. The electrical characteristics of the device were found to be within product specifications. Helix, fully extended, measured .072 inches within specification.